Event description:
The radio-opaque tip of a sheath was dislodged from the sheath while it was in the coronary sinus. The tip was held in place by a wire. Under fluoroscopy, the tip migrated to the right pulmonary artery. Attempts were made to remove the tip with snares and forceps, but was unsuccessful. After consulting an interventional radiologist, it was recommended that given the size of the embolized object, no further intervention was needed at this time. The patient remained hemodynamically stable throughout the procedure.